Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the presence of adhesive around the fiber optic lenses, along with rusty deposits, during maintenance of an olympus colonovideoscope. There was no patient involvement.